Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering properly. The customer's blood glucose was 14 mmol/l at the time of incident. The customer stated that there were no air bubbles. The customer stated that the insulin did exit but only had few drops for 30 units of insulin programmed. The insulin pump will be returned for analysis.